Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the 19g needle was observed to be slipping out from the tip of the catheter more than normal and the needle sheath was sliding. The physician noted this and continued to use the same needle to complete the procedure. A chest tube was placed into the patient due to a pneumothorax. It was confirmed that the pneumothorax was not caused by the issue with the needle. The patient¿s condition was reported as stabilized.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the biopsy needle for evaluation. Reportedly, the product was disposed by the customer. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Per an isi failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the biopsy needle and sheath extended in an uncontrollable motion. Although a nurse manager from the site indicated that the needle sheath issue did not cause the pneumothorax, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Note: refer to medwatch report (MDR) with patient identifier #470677 for MDR submission of the pneumothorax event which was deemed unrelated to the alleged needle sliding issue by a nurse manager from the site.